Event description:
Propofol vented IV tubing came apart at y-site. Baxter solution set with duo-vent spike 2c8419s. Packaging not sequestered so unknown lot #. Staff heard a 'pop' while turning patient (all lines and tubing had adequate slack and was not taut. Noticed sheets were wet and staff traced all lines back identifying the disconnection. Other meds were y-sites into primary line, at time of disconnection, other y sited meds transferred to piv and propofol had been stopped at the time and did not need to be restarted. Manufacturer response for IV tubing, solution set with duo-vent spike (per site reporter).